Event description:
A pt reported experiencing inaccurate high results with an ot basic meter. In 2001, pt's blood glucose results were 176, 101, 145 and 147 mg/dl. Tests were done 11-20 minutes apart. Pt did not experience any adverse event. No further info has been reported.